Event description:
It was reported that the patient's pump was explanted due to an infection. It was indicated that the patient was seen by surgeon on (B)(6) 2012 after infection was "all healed up" and patient was getting new pump implanted on (B)(6) 2012. No further information reported. The drug delivered via pump was hydromorphone. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).